Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens, -9.50 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/16.

Manufacturer narrative:
(B)(4). Product evaluation found that the lens was returned dry in case/vial. There was also clear surgical residue/debris on product. Visual inspection found the lens to have foreign material on lens surface and haptic scratch. (B)(4).